Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Letter alleges pain, discomfort, walking difficulty, elevated cobalt levels, pseudotumor and adverse tissue reaction with metal on metal articulation. Doi: (B)(6) 2008 dor: (B)(6) 2020 right hip. Please see (B)(4) for left hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary ==> the device associated with this complaint was not returned. X-ray evidence provided was reviewed and found no implant issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> a device history record (mre) review was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a device history record (mre) review was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 dob, a3, b7 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: a1.